Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 33 mmol/l with no reported symptoms. The event was reviewed with the reporter and found that the reporter was no using the correct amount of insulin for the fill cannula step; the patient reported using 0.3 units for an infusion set that required 0.7 units. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the fill cannula feature on the insulin pump.

Manufacturer narrative:
Type of reportable event

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to refer to the instructions for use included with their infusion set for the amount of insulin required to fill the cannula.